Manufacturer narrative:
Batch review performed on 8 april 2024. Lot 166483: (B)(4) items manufactured and released on 13-dec-2016. Expiration date: 2021-nov-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting anterior knee pain and instability and the cause was unknown. About 4 years and 2 months after the primary surgery, the surgeon resurfaced the patient's patella and revised the poly (from 13 to 14 mm). The surgery was completed successfully.